Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the device in question was not returned, a definitive root cause for this event could not be determined. However, based on the documentation review, investigation believes that the reported event was caused by one of the following: a malfunction of an internal board. A malfunction of the lcd panel. By the concomitant device in the procedure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Customer called into olympus technical assistance center (tac) personnel to report that they were not getting an image on the oev262h. Customer stated that they were also unable to get the color bars to appear. Though recommended, the device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the olympus high definition lcd monitor would not display an image. There was no patient harm or consequence reported as a result of this event.